Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported inflammation ten days following an intraocular lens (iol) implant procedure. Floc was seen in the anterior chamber of the eye and the patient received antibiotic and hormones for the inflammation. The lens remains implanted.